Event description:
Stelo is charging for horribly defective sensors. I have had 7 fail to deploy. Reference reports #: mw5168214, mw5168216, mw5168217, mw5168218, mw5168219, mw5168220.

Event description:
Additional information for report mw5168215 on march 28, 2025 to correct the procode.